Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
Evaluation summary: received a section of host anatomy, which appears to be part of the aortic root and cardiac muscle. The returned valve was sewn in the aortic root. Heavy calcification is evident in the cusp area of leaflets 1 and 3 and in the free margin of leaflet 3. Calcification is moderate to heavy in the cusp area of leaflet 2 and moderate its free margin. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance by approximately 2-3mm, and at the tissue outflow by 5-6mm. Host tissue is moderate at the stent inflow and minimal to moderate at the stent outflow. Method: x-ray. Additional manufacturer narrative - calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
It was reported by the pathologist from the (B)(4) registry of cardiovascular disease in (B)(4) via voicemail that a death related to a carpentier-edwards bioprosthetic valve in the aortic position occurred. On 10/20/10, received a phone call from the pathologist stating the 2800-25mm, (B)(4) valve was originally implanted on (B)(6) 2006 due to the native valve was stenotic. Date of patient's death was (B)(6) 2010. No additional information was available at the time of the report.